Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. The clinical/medical task concluded, per complaint details, the findings of the reported, ¿rust¿ occurred during setup. As a result, the surgeon finished the procedure with the same device. Since the reported rust never came in contact with the patient and there was no reported harm or injury to the patient, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided, this complaint will be re-assessed. A visual inspection confirmed the block screw device shows discoloration. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during set up inspection the block screw device got rusted from the small pins and spreads to other part of the device. No delay. Procedure finished with the same device. No injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.